Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as between the right electrode and front therapy pad. It was reported the irritation could have been caused by an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was at a clinic which they removed the device and treated the irritation with a medicated cream.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as between the right electrode and front therapy pad. It was reported the irritation could have been caused by an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was at a clinic which they removed the device and treated the irritation with a medicated cream. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.